Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the back therapy electrode and spread to his bicep area and down to his buttocks. The patient's doctor prescribed the patient 50 milligram benadryl for the rash. Follow-up indicated that the rash was improving.